Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced no stimulation sensation. The pt was previously recharging once, every six to eight weeks. It was recently necessary to recharge every other day. The pt only used the therapy for about three hours each day. The implantable neurostimulator was not responding. A physician mode recharge (pmr) was performed. It was, then, possible to get the device out of the locked mode and six bars were obtained. No information was provided related to the pt's outcome. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.